Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was clot visible on intra-cardiac echo (ice). It was reported by the caller a clot on the end of the thermocool stsf catheter was visualized on ice after ablating on the "left side." The sheath was aspirated and the thermocool stsf catheter was pulled out of the body to "make sure nothing got released into the left atrium." Caller stated that "all the stats are fine" and there was "no pressure drop." It was discovered that the thermocool stsf catheter had "a bunch of char" on the tip. The char on the tip of the thermocool stsf catheter was cleaned off. Caller stated that they were "concerned" that the char on the thermocool stsf catheter tip could not be completely cleared off. The thermocool stsf catheter was replaced and the procedure continued successfully. Caller stated that they "think" the clot and char did not result in any patient injury. Caller requesting thermocool stsf catheter replacement. Thrombus/clot is MDR-reportable. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 6-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was clot visible on intra-cardiac echo (ice). Device evaluation details: visual analysis of the returned sample revealed no anomalies on the smart touch bidirectional sf catheter. However, char was observed attached to the tip of the device before disinfection. Generator and cool flow testing were performed in accordance with bwi procedures. The catheter passed the temperature, impedance, and irrigation values within specification. A manufacturing record evaluation was performed for the finished device 30598035l number, and no internal action was found during the review. The evaluation determined that char is a physical phenomenon of rf, it can be the normal result of the ablation process. The instructions for use contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).